Event description:
Information was received that a smiths medical pneupac parapac ventilator had "electro alarm does not turn on". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical pneupac ventilators parapac was returned for analysis. During analysis, the reported complaint was able to be duplicated. It was noted that the battery door was corroded and was the cause of the reported issue. Service replaced the corroded battery holder to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.